Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site as the lens remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that following the implant of a zxr00 intraocular lens (iol) in august, she still cannot see. Additional information received revealed the symptoms significantly affect the patient's ability to perform activities of daily life, specifically reading and glare which is affecting her ability to drive at night. No additional medical or surgical procedures been performed. The patient has been prescribed reading glasses. No additional information was received.